Event description:
Caller reported a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Caller managed to remove, reinsert, and reload the same cartridge successfully, resuming insulin therapy, and the issue was resolved. No previous similar alarms were reported with this pump.